Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
The pt underwent an uneventful gastric bypass procedure with peri-strips dry w/ veritas collagen matrix staple line reinforcement of an echelon 60 staple line on an unspecified date. Approx 3-4 days post procedure, the pt became tachycardic and exhibited symptoms consistent with a gastric leak. The pt was taken back to the operating room at which time it was noted that a 1 cm hole, consistent with an ulcer, was present on the gastric pouch located just off of the staple line. The gastric hole was repaired using suture and a drain was placed. The drain did not produce much output until approx 1 week post placement at which time the physician noted a "spontaneous increase in drain output." The physician took the pt back to the operating room at which time a second 1cm hole, resembling an ulcer, was noted - this time on the gastric remnant. The staple line was removed and repaired with suture. The removed staple line was sent to pathology for analysis. A gastric tube was placed in the gastric remnant. A couple of days later, the pt exhibited additional symptoms and returned to the operating room for a third time. Another gastric hole was noted on the gastric pouch and a possible fistula was forming. The area was repaired with suture. Pathological analysis of the staple line noted no eosinophils, nor any evidence of a chronic infection or allergic reaction. At this time, the cause of the gastric holes (ulcers) remains unk. The pt remains hospitalized.